Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2013 with the following findings: the keypad was observed to be peeling at the ok button. The contrast & up buttons had an intermittent response. The ok & down buttons responded properly to testing. The keypad was removed and contamination under all of the button contacts was observed. Unrelated to the initial complaint, the display screen was observed to be dim with a pink contrast when the pump was powered on. The pump cover and dim display were removed, the dim display was replaced with a test display and contrast returned to normal. A crack along the battery compartment extending from the threads to the case seal was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the pump keypad up and down arrow buttons were taking longer to respond and the patient had to press harder to get them to respond. The patient also reported the keypad was peeling from the top all the way down to the up and down arrow buttons and that the tactile change occurred first. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.